Event description:
On (B)(6) 2012, at (B)(6), identified blood dripping from the oxygenator holder of quadrox-I (lot number 70081649). (B)(4).

Manufacturer narrative:
(B)(4). The describe error was analyzed in the maquet (B)(4) laboratory. A leak test was performed and the complaint condition was confirmed. The origin of the leak was determined to be in the housing compartment; the leak was from one of the fibers. (B)(4).